Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient has suffered a fall from a bouncy castle on (B)(6) 2015, and banged his head. Patient's parents were concerned as he didn't appear to be hearing well with the left device. In -itu measurements showed 9 channels with status high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt suffered a fall from a bouncy castle on (B)(6) 2015, and banged his head. Pt's parents were concerned as he didn't appear to be hearing well with the left device. In situ measurements showed 9 channels with status hi. Surgery will be discussed in an ent appt.